Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the manifold valve is sticking. Additional malfunctions are the heat exchanger is leaking and the tie wraps are defective.